Event description:
User facility reported that during the novasure procedure, under general anesthesia, the physician stated that in seating the device he felt a "pop" sensation and the width gauge advanced to over 5. He removed the device and hysteroscopy revealed a perforation; he proceeded to an exploratory laparotomy and hysterectomy although the patient was stable with no apparent bleeding from the perforation.

Manufacturer narrative:
Physician performed novasure procedure on bed-ridden postmenopausal patient which is contraindication for the novasure instructions for use. Elective hysterectomy was performed as reported by physician.